Manufacturer narrative:
Additional information provided by the customer was that the e 411 results correlated with the patient's clinical picture and were correct. Clarification was received for the units of measure. The units of measure for the cobas h232 and the cobas e 411 were ng/l. The initial medwatch should have been the following for the correct units of measure: the result from the h232 meter was 966 ng/l and the result from the e 411 was 8 ng/l. On (B)(6) 2019 the result from the h232 meter was 210 ng/l and the repeat result was 196 ng/l. On (B)(6) 2019 the results from the e 411 were 11 ng/l, 10.7 ng/l, 23 ng/l,18 ng/l, 10.46 ng/l, 10.06 ng/l.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot 36695210 was measured on qualified cobas h232 with three negative blood samples and one spiked blood sample (c=100 ng/l), in comparison with the master lot 35101880, each blood sample n=three test strips with each lot. Results: measurements with relevant retention material # 36695210 on qualified cobas h232: first negative blood sample: <40 ng/l. Second negative blood sample: <40 ng/l. Third negative blood sample: <40 ng/l. Spiked blood sample (c=100 ng/l): 93 ng/l. Measurements with master lot. On qualified cobas h232. First negative blood sample: <40 ng/l. Second negative blood sample: <40 ng/l. Third negative blood sample: <40 ng/l. Spiked blood sample (c=100 ng/l): 96 ng/l. The investigation is ongoing.

Event description:
The customer complained questionable roche cardiac poc troponin t results for 1 patient from a cobas h232 compared to the cobas e 411 immunoassay analyzer. The cobas h232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The result from the h232 meter was 966 ng/ml and the result from the e 411 was 8 ng/ml. The h232 meter serial number was asked for but not provided. On (B)(6) 2019 the result from the h232 meter was 210 ng/ml and the repeat result was 196 ng/ml. The h232 meter serial number was (B)(4). On (B)(6) 2019 the results from the e 411 were 11 ng/ml, 10.7 ng/ml, 23 ng/ml,18 ng/ml, 10.46 ng/ml, 10.06 ng/ml. The units of measure of ng/l were also provided for the results. Clarification has been requested but not provided. The device was requested to be returned for investigation.